Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the infusion device displayed mechanical and cartridge error messages resulting in elevated blood glucose levels. The patient's blood glucose level was 290 mg/dl. The patient went to a clinic since she did not have alternative treatment. She was administered insulin via pen. The patient was not admitted into a medical facility.